Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the banana pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was powering off and had a broken battery pin. There was no patient use reported with the event.